Event description:
The account alleged the bed had no local alarm when the pt position module is alarming but does send a priority nurse call. No pt impact.

Manufacturer narrative:
The account replaced the scale pt position module board and the issue remains. The account replaced the external pezio buzzer to resolve issue.